Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reporter patient with stage one diffuse lamellar keratitis (dlk) at lasik post-operative visit. Additional information indicated patient's topical steroid dosage was increased and the reported event has resolved. This report references the left eye. An additional report will be filed for the right eye.